Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2000 ohms. There had been episodes of noise the prior year, which were thought to be due to electromagnetic interference (emi). The patient was not rv pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting and programming options, which would be further discussed with the physician. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2000 ohms. There had been episodes of noise the prior year, which were thought to be due to electromagnetic interference (emi). The patient was not rv pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting and programming options, which would be further discussed with the physician. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the device was tested and all other lead measurements were normal. It was noted that the patient worked with welding equipment. The health care professional (hcp) advised the patient to stop working with this equipment and the device was reprogrammed. No adverse patient effects were reported. The lead remains in service.